Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a revision surgery for low battery, the physician hit the battery and caused it to deplete prematurely. The representative stated that it was confirmed the device was hit with electrocautery, as the physician stated he hit it as he was working with a plasma blade. It was further specified that a prior interrogation and diagnostics were performed and the generator performed according to specification, but after the plasma blade hit the device, they were unable to get any reading. A separate generator was implanted. The suspect device has not been received to date.

Manufacturer narrative:
D4: expiration date, corrected data: the initial reporter inadvertently used the wrong device information. D4: serial number, corrected data: the initial reporter inadvertently used the wrong device information. D6: implant date, corrected data: the initial reporter inadvertently used the wrong device information. D6: explanted date, corrected data: the initial reporter inadvertently used the wrong device information. H4: manufacture date, corrected data: the initial reporter inadvertently used the wrong device information. H6: impact code, corrected data: the initial reporter inadvertently used the wrong code h6: type of investigation, corrected data: the initial reporter inadvertently used the wrong code.